Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right ventricular (rv) lead of a ventricular arrhythmia episode that resulted in the delay of therapy. It was noted that the patient was stable in the intensive care unit. An x ray image was performed showing slight stretching of the proximal coil at the distal end of the rv lead. Technical services (ts) provided troubleshooting options, as well as recommended to have a defibrillation threshold (dft) test in case of adjusting the sensitivity. This product remains in service. No adverse patient effects were reported. Additional information was received stating a defibrillation threshold (dft) test was performed with sensitivity adjusted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated report with additional information obtained from the field stating a dft was performed for this patient. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing on the right ventricular (rv) lead of a ventricular arrhythmia episode that resulted in the delay of therapy. It was noted that the patient was stable in the intensive care unit. An x ray image was performed showing slight stretching of the proximal coil at the distal end of the rv lead. Technical services (ts) provided troubleshooting options, as well as recommended to have a defibrillation threshold (dft) test in case of adjusting the sensitivity. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.